Manufacturer narrative:
Continued: e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "capsular contracture, showing an increase in radial folds and diffuse thickening of the covered capsular complex up to 2.3 mm, mastalgia, ganglion growths with echogenic thread of an inflammatory appearance, no larger than 10 mm in the short axis per ultrasound". Later healthcare professional reported "capsular contracture, mastalgia, breast implant with sonographic findings consistent with predominant contracture. Diffusive thickening of the covered capsule complex up to 2.3 mm, baker grade IV. This record is for the left side. Device remains implanted.